Event description:
It was reported that after a supply change the user experienced persistent hyperglycemia in the 200¿300 mg/dl range with a documented maximum of 319 mg/dl for approximately 20 hours, during which the ilet delivered frequent correction doses and the insulin supply depleted earlier than expected; the user administered a subcutaneous injection of rapid-acting insulin and then replaced the cartridge to continue ilet use. Symptoms included elevated blood glucose. Outcomes included the need for back-up insulin administration and shipment of replacement infusion sets, cartridges, and connectors. Investigation included a review of device-reported glucose trends and user feedback. Investigation of this case revealed a cause of hyperglycemia that remained undetermined. It was concluded that the event was consistent with hyperglycemia of unclear cause without reported clinical sequelae or medical intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.